Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the ECG trunk cable and leadset. The customer ordered the parts for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG trunk cable and leadset. The reported problem was confirmed.the customer ordered the ECG trunk cable and leadset to resolve the issue. It has been concluded that no further action is required at this time. H3 other text : remote support from the customer care solution center was received.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the 12-lead cable does not work. The device was reported to be in use. However; no direct adverse event to the patient or user was reported.